Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn 34108) passed the initial functional testing but failed the load cell characterization test. The root cause of the noted failure was the defective load cell 2, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The defective load cell was replaced to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance performed at zoll on (B)(6)2024, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.